Event description:
On (B)(6) 2007, the patient underwent bilateral breast augmentation using mentor memorygel breast implants. In (B)(6) 2008, the patient was newly diagnosed with fibromyalgia and was treated with flexeril. The patient also experienced a baker grade ii capsular contracture in the left breast. The breast implants remain implanted.

Manufacturer narrative:
(B)(4).